Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative report and scans? Does ethicon have your permission to contact your surgeon and/or hernia specialist, which you have seen, in the event ethicon would like to contact your surgeon/doctor for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a mastectomy procedure with no breast implants on (B)(6) 2012 and the mesh was implanted as a part of tram flap mastectomy reconstruction. It was reported by the patient that the mesh came away from lower right, bunching, shrinking and resulting in mesh detaching completely on one side. The patient reported health issues, chronic pain in back, stomach, pelvis, hips, legs, autoimmune rash, sleep deprivation and anxiety due to chronic pain, seromas and neuromas. The patient has seen a hernia specialist and scans show nerve damage, seromas and mesh defect. Additional information has been requested.